Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector, unable to latch) has been confirmed. Upon investigation, the belt was unable to connect to a monitor. The root cause for the failure were bent pins in the belt trunk connector. The root cause for the bent pins was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt connector was damaged.